Manufacturer narrative:
A software investigation was completed and found the tracer pattern was too limited for a good registration. Software is functioning as designed. The instructions for use (IFU) which accompanies this device contains guidance and instructions regarding proper imaging protocols and provides guidance for multiple registration methods. A medtronic representative trained the site regarding proper workflow, registration, and troubleshooting. The medtronic representative reported several surgeries have been completed with the use of this navigation system since this report without issue.

Manufacturer narrative:
On 04/28/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 04/29/2016 software investigation completed. Review of patient exams, by a medtronic technical specialist finds that the patient tracing was not to protocol and includes neck anatomy. The tracer pattern was also not ideal, only tracing over the same area. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site ent surgeon reported that, while in an ear, nose & throat (ent) procedure, when attempting to register a patient, tracer pattern was failing. They attempted pointmerge registration, however, could not successfully get the stored points to match. The surgeon noted that there was metal next to the emitter and the 3d model showed some scatter. The metal was removed and 3 point tracer was performed successfully. The surgeon deemed being slightly inaccurate to the left. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.